Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 496 mg/dl and ketone level was mild (5.2). Customer went to the emergency room (ER) and was subsequently transferred to another ER. Manual insulin injections were administered until bg stabilized. Customer left ER the same day in stable condition; bg was 250 mg/dl. Customer resumed pump therapy to further stabilize bg. Customer did not now cause of elevated bg; however, may have been due to a kink in the tubing. Customer had no further issues.